Event description:
It was reported that 264 days after implantation of a 2.50x16 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid 1st obtuse marginal (0m1) artery. A pre-intervention stenosis of 70% was reported. A taxus 3.0x16 mm was deployed in the lesion and inflated to 12 atms. Post-intervention results were reported as 0% stenosis and "good angiographic result without perforation, embolization, received intra-coronary nitroglycerin, angiomax, and nicardipine during the procedure. The patinet was placed on plavix and aspirin following the procedure. Post procedure status was reported as "stable." The patient presented 264 days after the initial procedure with an in-stent restenosis in the om1. No information was reported on the percentage of restenosis. A 2.5x16 mm taxus stent was deployed and post-dilated with a 2.5x15 mm quantum balloon in the om1. No information was reported concerning post-intervention stenosis. The patient experienced bradycardia after the procedure. Re-intervention patient complications were reported as "non" and the patient condition was reported as "satisfactory/good."